Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment occurred. During preparation of a 2.25x32mm promus premier¿ stent, it was noted that the stent came off on the back table after the stent protective cover was removed. The device was replaced and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: promus premier us, mr, 2.25 x 32mm stent delivery system (sds) was returned. A visual examination of the crimped stent found the stent separated from the sds. The stent was damage; stretched across its entire length.the maximum crimped stent profile was measured and was within specification. A review of the batch records for the stent crimp force and the crimp temperature for the device all meet the specification. A visual examination found that the balloon wings appeared relaxed with dried medium present inside the balloon. A visual and tactile examination found multiple hypotube kinks along the catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual examination found no tip damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgment occurred. During preparation of a 2.25x32mm promus premier stent, it was noted that the stent came off on the back table after the stent protective cover was removed. The device was replaced and the procedure was completed with another of the same device. No patient complications were reported.